Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted following evidence of a pocket erosion. No return of product is expected and no information provided on a replacement system. The physician alleged no allegations against the boston scientific system.